Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to their lead being fractured. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, microscopic inspection and electrically tested showed the returned both end segments of lead were passed isolation resistant testing. The cause for the event remains unknown.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.